Manufacturer narrative:
(B)(4). Investigation summary: four samples provided for evaluation. They came in two separate plastic bags, two samples in each bag. Each bag was labeled with the catalog#, lot#, quantity, and defects. 1st plastic bag indicates black spots, damaged broken". The second plastic bag indicates the same defects. A visual inspection was performed. One in each bag has black specks embedded in the barrel. The other two samples have one damaged plunger rod ribs and a damaged barrel. The photos showed defects like the ones observed in the samples. During the inspection of the samples received, embedded black specks in the barrel wall were observed. The inspection was performed using a 10x magnifier lens. The potential root cause of the black specks embedded in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The damaged parts can be induced by a jam in the assembly process where the plunger rod-rubber stopper assembled to the barrel. Inspections at the molding and assembly processes have special attention to these defects. During the accountability meeting, the production coordinator addressed the complaints. The complaint history for catalog# 301035 was done from 2018 to june 2020 with this customer. For damaged parts, this is the 7th event during this period. This is the 5th incident for embedded black specks. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9056799 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of bd¿ luer-lok syringes 60 ml experienced cracked/damaged/deformed stopper, foreign matter contamination, and defective stopper. The product defect were noted prior to use. The following information was provided by the initial reporter: material no: 301035 batch no: 9056799. Event description: the purpose of this email is to let you know the syringes defects for this past month, (B)(6) 2020. Date: (B)(6) 2020. Black dots: 468 pieces. Damaged/broken: 525 pieces. Total: 993 pieces.